Event description:
It was reported during a follow up externalized conductors were observed via x-ray. All electrical measurements were stable and good. The decision was to monitor the lead. The patient condition is good.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that episodes of lead noise were observed. The lead was explanted and replaced. The patient was in good condition post-procedure.